Event description:
It is reported a customer experienced low blood glucose of around 90 and was treated at a medical center. The details of treatment are unknown, but health care providers helped program the customer's insulin pump to run correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).